Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav and an occlusion/irrigation issue (device was used in the patient) occurred. Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 30-sep-2025. The suspected device for the reported flow / irrigation issue was the catheter. The device was used in the patient. No error noted on the irrigation pump. The catheter irrigation port did not flush. The irrigation tubing was normal, so the problem was resolved after changing the catheter. The correct catheter settings were selected on the generator. There were issues with flow rate change at the start of the ablation. Additional clarification has been requested of this complaint. However, no further information has been made available. This occlusion/irrigation issue was originally considered non-reportable, however, bwi became aware on 30-sep-2025 that the device was used in the patient and have reassessed the event as reportable. The awareness date for this record is 30-sep-2025.

Manufacturer narrative:
Additional information was received on 05-nov-2025. The mapping catheter could not be flushed before mapping. It was clarified that the previous response stating, ¿there were issues with flow rate change at the start of the ablation,¿ was not a secondary issue. The main problem was that the mapping catheter could not water out before mapping. The issue with the flow rate change was the irrigation port occlusion. The malfunction occurred with the mapping catheter which had the flow rate issue. The device evaluation was completed on 14-nov-2025. It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav and an occlusion/irrigation issue (device was used in the patient) occurred. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 10-nov-2025. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found folded at the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The root cause of the irrigation tube folded was traced to the manufacturing process. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) were selected as related to the customer¿s reported ¿occlusion/irrigation issue¿. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: operational problem identified (c13) / investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) were selected as related to the customer¿s reported ¿occlusion/irrigation issue¿. In addition, biosense webster inc. Analysis finding of the ¿irrigation tube was found folded at the tip area¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).